Event description:
It was reported that during an unknown procedure, malformed clips. Two clips were found in open shape, so the surgeon decided to not use the device anymore. The clip was not presented between the jaws. The surgeon used another like device to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.